Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned to depuy synthes for evaluation. Review of the photographic and x-ray evidence confirmed the disassociation event of the liner from the cup. Unintended contact between the femoral head and the acetabular cup be identified on the x-ray. Additionally, based on the visible material transfer on the surface of the femoral head, it is reasonable to conclude that the inner surface of the cup presents wear and audible sound would be present due to this interaction. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent a tha (pinnacle corail wax/poly) in 2018 and the implants failed, polyethylene fracture + contact of the ceramic head with the metal of the acetabular implant. The patient complained to the surgeon about discomfort when carrying out his daily activities, as his prosthesis was rigid and making noise. The loosening of the polyethylene liner of the acetabular component was diagnosed. During the revision procedure, breakage of the polyethylene ards (anti-rotational devices) was verified, which promoted the loosening and early deformation of the implant in question. The doctor replaced the damaged components and there was no damage to the patient. Doi: (B)(6) 2018. Dor: (B)(6) 2023. Affected side: unknown.